Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaint appears to be related to operational context as the account reported through a general comment that the hub of the 3.0x12mm nc trek neo balloon dilatation catheter (bdc) printed information is difficult to see. There was no indication of incorrect information on the device, no adverse event or a specific device failure was reported. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the hub of the 3.0x12mm nc trek balloon dilatation catheter printed information is difficult to see. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H11 - additional MFR narrative: revised. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaint appears to be related to operational context as the account reported through a general comment that the hub of the 3.0x12mm nc trek neo balloon dilatation catheter (bdc) printed information is difficult to see. There was no indication of incorrect information on the device, no adverse event or a specific device failure was reported. There are currently no changes planned for the nc trek neo rx hub; however, feedback was provided to abbott vascular costa rica. This event is to capture general suggestion / product feedback from the physician. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the hub of the 3.0x12mm nc trek balloon dilatation catheter printed information is difficult to see. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.